Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that a shunt valve was changed on (B)(6) 2021 due to suspected occlusion. A hakim valve was implanted in a patient with a congenital shunt cyst who had been dependent on the shunt for a long time. After performing endoscopic fenestration in (B)(6) 2020, the valve was implanted to the patient via a cystoperitoneal shunt on (B)(6) 2020. The initial setting was 200mm h20. For some time, the patient's pressure was reportedly set at a relatively high pressure, and it seemed that the optimum pressure was set to high pressure. Hydrocephalus clinical symptoms appeared on (B)(6) 2020. A shunt contrast examination confirmed the outflow of cerebrospinal fluid, but the clinical symptoms did not improve and there was a suspected valve obstruction. An infection was identified on (B)(6) 2021 and the patient was taken to the operating room on (B)(6) 2021 to remove the valve. After the valve was removed, ventricular drainage is reportedly being performed and the patient is being followed clinically.

Manufacturer narrative:
The hakim valve was returned for evaluation: device history record (DHR) - lot number 3808242, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, needle holes in the needle chamber were noted. The position of the cam when valve was received was 40mmh2o. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the occlusion issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted. The possible root cause for the infection issue could be linked to the patient and hospital surroundings.